Event description:
A medtronic ICD was implanted in early 2008. The lead was found to be fractured from both the inner and outer conductor just after the entrance to the subclavian vein before the clavide. The ICD generator was not felt to be defective, however, the unit that was explanted was a virtuoso vr d154 vwc. The lead was not explanted and remains in the patient. Fractured head - the patient has insisted upon receiving the explanted item so that the manufacturer will not be allowed to test the item.